Event description:
Did not appear to be blood in tubing. No alarms but augmentation of balloon indicated there may be a leak. The balloon was removed and checked by the supervisor and a hole was located .5-1cm from base.